Event description:
Customer reported that the keypad on the insulin pump was not working. Customer stated that at the buttons were unresponsive. Customer's blood glucose reading at the time of the call was 65 mg/dl and has treated with fluid. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.